Event description:
The surgeon reported via the sales rep, that the smart toe has come out of the middle phalanx on the distal side. The smart toe was put in over 3 months to 6 months ago. The customer reports that the joint has not fused. The surgeon reports that he is considering taking the smart toe out and replacing it with another smart toe or k wire.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report.